Manufacturer narrative:
Section f: section f1-14 has been completed by the MFR. Info has been requested from the user facility. If info is received, a supplemental report will be submitted. Summary of evaluation: as received the returned bipolar assembly and femoral head component are observed to be in good condition. A functional test performed with the returned femoral head shows the head does not rotate freely when it is assembled in the returned bipolar assembly with the locking ring completed seated in the assembly. Inspection revealed the insert spherical diameter to be in compliance with engineering specs and the locking ring bump diameter to be undersize. Dimensional inspection of the returned femoral head component found it to be compliance with engineering specs. The undersize condition of the locking ring bump diameter was most likely the contributing factor for the mating femoral head not rotating freely when assembled in the assembly. The qrs has been revised to require dimensional inspection of the locking ring bump diameter.

Event description:
The femoral head would not articulate properly in the bipolar cup. Another cup and head were readily available and implanted without incident. There was no adverse consequence for the pt.